Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 165 mg/dl at the time of the incident. Troubleshooting was performed for the pump error. Customer states they were able to clear the alarm and complete the rewind but sometimes they were not able to complete rewind. The insulin pump will be returned for analysis.